Manufacturer narrative:
D9: updated the devices return information.

Manufacturer narrative:
D9: corrected the devices date of return h6: omitted a160105.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Patient information unknown.

Event description:
The user facility reported that during support on impella cp on (B)(6) 2025, the field services informed the local team that biomed created this complaint requiring attention: ¿suction alarms/placement signal low, would not resolve. Mean arterial pressure was in the 60s, while the aic was reading in the 20s.¿